Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2014 with the following findings: the complaint of line through display could not be duplicated. Unrelated to the initial complaint, the display was found to be dim and pink. The battery compartment was found to be cracked below the bumper pad; the battery cap was missing; a test cap was used for all steps and was able to be fully tightened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a display issue. The reporter stated that there were lines through the display. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved with troubleshooting.